Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
This is the second report of three from the same facility, the same surgeon same product and issue but different pt. There was no pt info reported. It was reported that a piece of 5cms x 5cms idrt bilayer was badly kinked. (This was the second of three times this has happened in the past few weeks).